Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with non-sustained right ventricular oversensing. Oversensing was due to a low amplitude high frequency signal on the near field channel. Myopotential oversensing was suspected. No other anomalies were reported. Patient was in stable condition and will continue to be monitored.